Manufacturer narrative:
Per the customer the brake on the rollator did not make contact with the wheel and the customer's mother fell on the fireplace and required stitches. According to the customer there is a 'part missing from the brake pad, leading to the brake not engaging'. No additional information was provided. The sample was not returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted

Event description:
Per the customer the brake on the rollator did not make contact with the wheel and the customer's mother fell on the fireplace and required stitches.

Manufacturer narrative:
Updated b4 and d2; photo received and visual evaluation completed. A definitive root cause could not be determined at this time.